Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that missing electrogram (egm) issue was observed when the patient was being atpd. The episodes were unable to be retrieved since there were too many supraventricular tachycardia (svt) episodes to save for the episodes of atpd. Programming changes were suggested. The patient was stable.